Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx closure device and delivery system (wds) was inserted. Once position, anchor, size, and seal (pass) criteria were met and the wds was released. After release, the physicians noted that the closure device shifted proximally. The closure device was retrieved with the use of a non-bsc grasping device and a second wds (27mm) was prepped and successfully implanted. The patient remained stable throughout the procedure and was kept overnight in the hospital for observation. The patient was discharged home the next day.